Event description:
This report is being filed because a pericardial effusion was noted while the steerable guide catheter (sgc) was in the patient's anatomy, which required additional intervention. It is unknown if sgc caused or contributed to the pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was successfully prepped and was inserted into the steerable guide catheter (sgc). Due to a small left atrium, a little more than one complete turn of the m-knob was needed, during which a noise was heard, and a cable break was suspected. Thus the cds was retracted into the sgc and removed without issue. There were no reported adverse patient effects or clinically significant delay related to the cds. The sgc was left in place with intention of using a new cds. The procedure was however interrupted due to a pericardial effusion possibly due to transseptal puncture. Reportedly, there was a little pericardial effusion around the left atrium at the start of the procedure, which may have been worsened due to full heparinization of the patient. Pericardial synthesis was performed to aspirate approximately 150ml-200ml of blood. Due to high activated clotting time (act), the procedure was abandoned and medication was giving for the act. The patient was discharged in stable condition, and a future procedure is planned. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.